Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a fast-draining battery issue with the adc device. The customer was unable to monitor glucose and experienced a loss of consciousness, however, indicated self-treating (unspecified), and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.